Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: in a muscle') and pelvic pain ('pelvic pains') in a 28-year-old female patient who had essure (batch no. 948842,a14900) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". The patient's previously administered products included for birth control: miren. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced abdominal pain lower ("cramping"). In (B)(6) 2012, the patient experienced bladder disorder ("bladder problems"). In (B)(6) 2013, the patient experienced migraine ("migraine / migraines / headaches"). In 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding/ heavy bleeding/bleeding: menorrhagia"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea / dysmenorrhea (cramping)"), urinary tract disorder ("urinary problem") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). Essure treatment was not changed. At the time of the report, the embedded device, pelvic pain, abdominal pain lower, menorrhagia, back pain, dysmenorrhoea, bladder disorder, migraine, alopecia, urinary tract disorder and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, bladder disorder, dysmenorrhoea, embedded device, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: essure was implanted in (B)(6) 2012; she first began to experience pain and heavy menstrual bleeding in 2006 (discrepant information provided). Plaintiff's obgyn recommended a hysterectomy in order to remove the essure coils. Plaintiff received treatment for pain: dysmenorrhea. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray of pelvis and hip - on (B)(6) 2012: reveals third coil in midline position of distal uterus. Lot number: 948842, manufacture date: 2012-02, expiration date: 2015-02. Lot number: a14900, manufacture date: 2012-05, expiration date: 2015-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: in a muscle') and pelvic pain ('pelvic pains') in a (B)(6) female patient who had essure (batch no. 948842,a14900) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". The patient's previously administered products included for birth control: miren. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced abdominal pain lower ("cramping"). In (B)(6) 2012, the patient experienced bladder disorder ("bladder problems"). In (B)(6) 2013, the patient experienced migraine ("migraine / migraines / headaches"). In 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding/ heavy bleeding/bleeding: menorrhagia"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"), urinary tract disorder ("urinary problem") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). Essure treatment was not changed. At the time of the report, the embedded device, pelvic pain, abdominal pain lower, menorrhagia, back pain, dysmenorrhoea, bladder disorder, migraine, alopecia, urinary tract disorder and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, bladder disorder, dysmenorrhoea, embedded device, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: essure was implanted in (B)(6) 2012; she first began to experience pain and heavy menstrual bleeding in 2006 (discrepant information provided). Plaintiff's obgyn recommended a hysterectomy in order to remove the essure coils. Plaintiff received treatment for pain: dysmenorrhea. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray of pelvis and hip - on (B)(6) 2012: reveals third coil in midline position of distal uterus. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received: case became incident, new event (vaginal bleeding and embedded device) updated , lot number (948842,a14900) updated, and onset date of events (bladder problems, dysmenorrhea, hair loss, migraine headache and pelvic pain) updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.